Event description:
A medtronic representative reported an unresponsive/slowness in using synergy cranial s7. The navigation system had been left on overnight. When the surgeon began a craniotomy, tracer registration was successful, then the software became slow and difficult to navigate. A hard re-boot was necessary to return to proper navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Investigation has not been completed.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.